Event description:
Customer reported having high blood glucose. The customer's blood glucose was 272 mg/dl. The customer did not treat for their blood glucose. Troubleshooting found the insulin pump was functioning fine. Insulin was able to exit from the tubing and the drive support cap appeared to be normal. It was also found that the customer's bolus wizard settings were incorrect. The customer was assisted with correcting their blood glucose. The customer was advised to monitor their blood glucose. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).